Event description:
It was reported to medtronic minimed that the customer has lost the pump settings, unexplained no delivery alarms, and insulin flow block errors. The customer reported no adverse event. The event involved product(s) mmt-1880, unomedical, and mmt-332a. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the insulin flow blocked alarm, and it's a past-resolved event. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for unomedical. No product return is required for mmt-332a

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.08750 inches. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alerts/alarms/anomalies noted during testing. No insulin flow blocked alarms were found on adapt on 19-jun-2025 or seven days prior. However, pump error 63 alarm (file number: 2017 line number: 147 on 06/20/2025) 06:33:37.000 was found in the history files. P-cap locks properly into the reservoir compartment. Pump was cut to perform visual inspection and found moisture damage on the motor. The following were noted during visual inspection: cracked keypad overlay, cracked case, battery tube threads - cracked, label damage (stained) and scratched case. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. No settings were changed during testing. No current code/category not confirmed during testing. Exposed to moisture confirmed due to dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.